Manufacturer narrative:
(B)(4). Date of occurrence estimated as (B)(6) 2015. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure with implantation of a 2.25 x 28 mm xience xpedition stent in the 100% stenosed obtuse marginal artery. On an unspecified date in 2015, the patient was re-hospitalized and two additional unspecified stents were implanted during a revascularization procedure. The patient was re-hospitalized on a later date and an unspecified stent was implanted during a revascularization procedure. Although requested, no additional information was provided.